Manufacturer narrative:
Complaint no.: (B)(4). Evaluation summary: the reported sample was returned for evaluation. Functional test identified the reported condition as a leak spraying liquid from the right edge. Magnified inspection of the leak location identified as an edge gouge, appeared to be from an impact against a hard or rough surface or due to friction (dragging or rough handling). A manufacturing process review was performed and did not identify on area of the manufacturing process where this type of damage could occur. The root cause of the leak is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the upper left side corner of the bag on the seam. The leak was discovered after compounding but before administration to the patient. This report documents no patient involvement or adverse events. No additional information is available.